Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates to address bg and due to the bg level the customer lost consciousness. Customer required paramedic assistance and was treated with intravenous fluids of glucose, which resolved the issue. Reportedly, the customer continued to use the pump for insulin therapy.